Event description:
Allegations of muscle and joint pain, chronic fatigue, swelling and stiffness of joints, headaches, numbness of legs and feet, memory loss, difficulty in concentrating, breast pain and hardening.